Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due the keypad being unable to power on when using the "on/off" key. Service evaluation verified the not power on when using the "on/off" key. The cause was identified to be a failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the recertification process of a returned spectrum infusion pump it would not power on when using the "on/off" key. No additional information is available.